Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead exhibited varying pacing lead impedance measurements ranging from 400 to 1900 ohms since the implant procedure until it dropped to 200 ohms. Recent pacing impedance was 219 ohms. Noise was noted on this lead when patient moved the left arm. Likewise, noise occurred because it was set to unipolar. Also, the patient was brought to hospital due to fatigue and shortness of breath. The patient is not pacer-dependent. Additional information was obtained indicating that the cause of low pacing impedance was some type of insulation breakdown which was not confirmed in this situation. No asystole was noted. When the lead was programmed to unipolar configuration, oversensing was observed which was consistent with myopotential oversensing. When the lead was programmed to bipolar configuration, no oversensing was noted. The physician decided to program the lead into bipolar sensing, unipolar pacing and into dddr mode. This rv lead remains in-service. No other adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.